Event description:
Additional information received confirmed that the device only allowed 12 cc to be filled. It was also noted that only 12 cc was received when aspirated with a 20 cc syringe. The cause of event was unknown. Event was attributed to pump, catheter, programmer and an unknown device. An x-ray was ordered on (B)(6) 2012. The patient had no injury. The patient was scheduled to have pump replaced.

Event description:
It was reported during the last two refills; they were only able to fill the pump with 12ml's of drug and then met heavy resistance. It was indicated that they tried aspirating and refilling, and again only 12ml's could be introduced into the pump. It was noted that the patient does not use hyperbaric. The outcome of the patient was not provided. The drugs delivered via pump were clonidine, dilaudid, and marcaine. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: the issue began around (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory. (B)(4).